Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. The cannula was observed to be kinked. Although damage was observed to the cannula, fluid was able to successfully pass through the fluid path. It could not be determined when or how the damage occurred. The download data showed that the pod was in pod state 1, indicating that the device was never filled. The lot and serial number on the pod did not match the lot and serial number in the data. This, in conjunction with the device being received deployed, indicates that the pod was reset at some point during the investigation process. The device was reset and rerun, and no abnormalities were seen in the rerun data.